Manufacturer narrative:
The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. If the product is returned, lsm will reopen this complaint for further investigation.

Event description:
It was reported that the pump stated infusion was completed but there was still drug left in the cassette. The event occurred while in use with a patient but no patient harm was reported. Associated pump and extension set complaints documented on (B)(4).